Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's cuff was difficult to fill up and took time to fill it up, increasing the risk of broncho aspiration if the patient regurgitates. There was no patient involvement.